Event description:
The clinic reported that a laser vision correction patient presented with noncystic epithelial ingrowth in right eye at the 3 week follow-up exam. Flap lift and rinse performed on (B)(6) 2014. Patient is asymptomatic. No loss of best corrected visual acuity reported.

Manufacturer narrative:
(Epithelial ingrowth). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.